Manufacturer narrative:
It was reported by the hospital contact that the stent (enc452812/10383988) had resistance during advancement and could not deploy after it got to the lesion. And the coil (cdf10015630/c23270) could not be detached. During the stent assisted coil embolization procedure there was a resistance when the surgeon advanced stent. The stent could not deploy after got to the lesion. The surgeon removed the stent and changed the new one (details unknown). There was resistance during introduction of the microcatheter over the guidewire prior to the attempted use of the device. The microcatheter was not re-shaped. It is unknown if the microcatheter was placed distal to the target site prior to advancement of the device to the target site followed by withdrawal of the microcatheter to deploy the device. During the coil position procedure the coil (cdf10015630/c23270) could not be detached. The surgeon tried many times but failed. He had to remove it and changed the new one (details unknown) to complete the procedure. There was no report on patient injury. The product has been discarded because the patient has (B)(6). The patient is female and (B)(6) years old, had left internal carotid artery aneurysms. There was no clinically significant delay in the procedure due to the event. The same microcatheter (details unknown) was used to complete the procedure. An adequate continuous flush was maintained through the microcatheter. The deployment of the device was attempted by pushing it out of the end of the microcatheter. It is unknown if the device had been recaptured. The same detachment control box (details unknown) and connecting cable (details unknown) were used to complete the procedure. A pre-deployment electrical check was performed. The low battery light and fault light were seen during the case. The green system ready light illuminated. It is unknown if all lights illuminated upon pressing the power button. It is unknown if the detachment light illuminated during the detachment cycle. It is unknown if the audible signal beeped. All connections appeared to fit properly without application of excessive force. It is unknown if any torqueing of the dpu was required during positioning of the coil in the aneurysm. There was no resistance during deployment of the coil system through the microcatheter. The deltapaq (cdf10015630, lot c23270) will not be returned, therefore the root cause of the coils non-detachment cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
It was reported by the hospital contact that the stent ((B)(4)) had resistance during advancement and could not deploy after it got to the lesion. And the coil ((B)(4)) could not be detached. During the stent assisted coil embolization procedure there was a resistance when the surgeon advanced stent. The stent could not deploy after got to the lesion. The surgeon removed the stent and changed the new one (details unknown). There was resistance during introduction of the microcatheter over the guidewire prior to the attempted use of the device. The microcatheter was not re-shaped. It is unknown if the microcatheter was placed distal to the target site prior to advancement of the device to the target site followed by withdrawal of the microcatheter to deploy the device. During the coil position procedure the coil ((B)(4)) could not be detached. The surgeon tried many times but failed. He had to remove it and changed the new one (details unknown) to complete the procedure. There was no report on patient injury. The product has been discarded because the patient has hepatitis. The patient is female and (B)(6), had left internal carotid artery aneurysms. There was no clinically significant delay in the procedure due to the event. The same microcatheter (details unknown) was used to complete the procedure. An adequate continuous flush was maintained through the microcatheter. The deployment of the device was attempted by pushing it out of the end of the microcatheter. It is unknown if the device had been recaptured. The same detachment control box (details unknown) and connecting cable (details unknown) were used to complete the procedure. A pre-deployment electrical check was performed. The low battery light and fault light were seen during the case. The green system ready light illuminated. It is unknown if all lights illuminated upon pressing the power button. It is unknown if the detachment light illuminated during the detachment cycle. It is unknown if the audible signal beeped. All connections appeared to fit properly without application of excessive force. It is unknown if any torqueing of the dpu was required during positioning of the coil in the aneurysm. There was no resistance during deployment of the coil system through the microcatheter.

Manufacturer narrative:
The product will not be returned for analysis and additional information will be submitted within 30 days of receipt. Concomitant medical products: stent ((B)(4)), new stent (details unknown), new coil (details unknown), microcatheter (details unknown), detachment control box (details unknown), connecting cable (details unknown).